Event description:
It was reported that when placing the catheter, the micro-introducer was resisted to insert the insertion site. (B)(6) 2021: the distal tip of the returned sheath was observed to be damaged.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged microintroducer sheath is confirmed; however, the exact cause is unknown. One 4.5 fr x 10 cm microintroducer was returned for evaluation. An initial visual observation showed use residue on the returned sample. The distal tip of the sheath was observed to be damaged. The dilator was observed to be only partially connected to the t-handle and was found to be crooked in relation to the t-handle. A microscopic observation revealed two points on the edge of the distal tip of the introducer sheath were folded back with plastic deformation at one corner and tearing of the sheath material at the other corner of these folds. No damage was observed on the distal tip of the dilator. While the cause of the damage observed on the introducer sheath tip is unknown, possible causes include damage during handling or use. A lot history review (lhr) of redw2592 showed no other similar product complaint(s) from this lot number.